Event description:
It was reported the patient's lead was explanted and replaced due to impedance readings of >4000 ohms. The patient outcome was reported as "no injury" and "ok."

Manufacturer narrative:
Product ID 3889, lot # unknown, implanted: (B)(6) 2009, explanted: (B)(6) 2012; product type lead.

Manufacturer narrative:
Analysis of lead model # 3889 , lot # unknown found the stimulation lead body had a broken conductor at or near the tines.